Manufacturer narrative:
A field service engineer was dispatched to the customer site. The fse noticed the oil mist filter was deformed and needed to be replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of an ¿oil mist¿ emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The catalytic converter was also replaced to resolve the smoke/haze issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
On 9/21/2018, additional information was received indicating the catalytic converter is not available for return. The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra), functional analysis of part returned. Trending analysis of the haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The reason for the oil mist filter¿s return was not confirmed as the part passed testing. However, the catalytic converter was not available for return. The assignable cause of the system issue is likely due to the oil mist filter. The field service engineer replaced the part and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint # (B)(4).

Manufacturer narrative:
The oil mist filter was returned for functional analysis. Physical inspection yielded no unusual findings, problems, defects, or anomalies. The oil mist filter was installed into a qa test standard sterrad nx and a test cycle was started. No mist, vapors, smoke or odor was present or detected and no vacuum pump oil leak was visible. The reason for the return of the oil mist filter could not be confirmed. (B)(4).